Event description:
It was reported to boston scientific corporation that a truetome 44 was used during duodenal papillotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the device was inserted into the papilla, it was noticed that the tip side of the cutting wire was separated and when the handle was tried to mannipulate, the cutting wire moved. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire broken, blackened and bent. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted or if the device was not completely in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during duodenal papillotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the device was inserted into the papilla, it was noticed that the tip side of the cutting wire was separated and when the handle was tried to "mannipulate", the cutting wire moved. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event.